Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer stated that numbers were not ramping on their own, the scroll bar was not moving with no input and there was no response from any button. The customer stated that they were unable to press any keys. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with pillowing keypad overlay. (B)(4).